Event description:
Missed event description: customer reported insulin pump keypad was not responsive. Customer received critical pump error alarm immediately after moisture exposure. Insulin pump did not pass the self test. Customer reported crack on back of the pump and along the battery compartment area.

Manufacturer narrative:
Pump received with original battery cap. Confirmed that the metal contact was detached from the battery cap. Pump received with blank display. Unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test due to blank display. Unable to download history files or traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, cracked case ¿ display window corner, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump failed to download due to blank display. Blank display due to moisture damage on the electronic assembly. Unable to confirm e/a alarm unspecified due to blank display. Unable to confirm flashing medtronic logo due to blank display. Battery cap contact missing/damaged confirmed due to missing metal contact. Cosmetic damage located at the battery compartment. Pump exposed to moisture confirmed on the pcba 1, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5, h6 under health effect - impact codes with this report.

Event description:
Information received by medtronic indicated that the customer received other critical pump error, moisture damage, crack on the insulin pump and medtronic flashing on the screen, and keypad anomaly. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.